Event description:
The patient, an 85-year-old with several pre-existing lung conditions including bronchiectasis, bronchiolitis, granulomatous lung disease, and a recent pseudomonas lung infection, was trained to use the smartvest on (B)(6) 2023. During the training, lower therapeutic settings were employed. The patient reported using the vest consistently from (B)(6) 2023, to (B)(6) 2024, without any issues. A compliance follow-up visit on december 22, 2023, revealed no problems; however, the patient expressed an intention to return the device. The patient decided to return the smartvest, stating that from (B)(6) 2023, to (B)(6) 2024, she used settings that ranged from 5 hz at 10% intensity for 5 minutes to 8 hz at 25% intensity for 5 minutes. She reported experiencing a lung collapse, which she stated her doctor felt it could be due to using the smartvest and to return the device. During electromed's follow up to this complaint, the patient's doctor stated the device was unlikely the cause for the patient's lung collapse. An inspection performed by a electromed technician noted that the device was functioning as designed, no malfunction was observed. There was no report of device malfunction and no malfunction of the device found during inspection or investigation. The exact cause of the reported event cannot be determined at this time, and the patient's injury was likely related to the patients pre-existing medical conditions, however, it cannot be excluded that the smartvest device contributed to the event. No further action is required.